Manufacturer narrative:
Sample collection and centrifugation information was not been supplied. Per customer, they believe that the original elevated dilution results were due to technician error. Qc information was not supplied. A routine system check was performed on (B)(6) 2011 and passed within instrument specifications. Service was not requested for this event as the customer was not questioning instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected troponin (accutni) dilution results generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent dilution testing produced lower results that were reproducible. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.